Manufacturer narrative:
A ge rep evaluated the system and refreshed the memory nodes and reloaded software. The system operates as intended.

Event description:
The customer reported when sending an image to pacs the wrong pt and wrong file number was sent. The field engineer noted when the customer selected a pt image, the image received at the pacs end was not the correct pt image. There is no report of injury or death associated with the event described in this complaint.